Event description:
Unomedical reference number (B)(4). Event occurred in united arab emirates. It was reported that patient faced infusion set cannula bent event on (B)(6) 2024. Event occured on the 2nd day of insertion. Insertion site was at abdomen. Blood glucose levels at the time of event were 400 mg/dl. Patient addressed the event with insulin pen. No further information available.

Manufacturer narrative:
(B)(6).